Event description:
It was reported that during the implant procedure of the device system, this right atrial (ra) lead helix spontaneously retracted after the first deployment. The physician fully retracted the helix and re-deployed and this ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.